Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood on the balloon which is consistent with use inside the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. The tip length and outer diameters of the stent implant were measured and met manufacturing criteria. It was confirmed that the hypotube and jacket were separated. The fracture faces were ovaled and the jacket was stretched and jagged at the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the stent delivery system (sds) material such that subsequent application of force or further handling can cause a separation. To help ensure that kinks and shaft separations are not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil. Additionally, a sampling of product is destructively tested to verify lumen integrity. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the reported shaft separation. The shaft most likely kinked during the attempt to cross and further manipulation of the catheter would have contributed to the shaft separating. Additionally, there were two kinks in the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this report. In this case, the reported failure to cross, shaft separation, and subsequent kinks appear to be related to operational context.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that while attempting to cross the lesion in a tortuous left circumflex, the proximal shaft of the stent delivery system separated into two pieces. A non-abbott stent was used with good end result and there was no patient injury. The overall procedural outcome was successful. No additional information was provided.